Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was hospitalized on (B)(6) 2025 due to hypoglycaemia. At the time of hospitalization blood glucose level was 22mg/dl. The patient was treated through manual injection. The duration of hospitalization was greater than 24 hours. No further information available.